Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The reporter stated there was a pod site reaction while the pod was worn on the arm between 49 and 71 hours. The reporter stated there was redness, the area was warm to touch and inflamed where the cannula was inserted. On (B)(6) 2025, the reporter contacted their healthcare professional (hcp) for a phone consultation. The hcp had informed that it was a small infection, with no specific diagnosis. The hcp recommended an antibacterial ointment but did not prescribe antibiotics. A new pod was applied.